Event description:
Related to MFR report # 2183959-2012-01542. Only (B)(6) 2008, the plaintiff was implanted with a monarc sling system and another ams product with the intention of treating stress urinary incontinence and pelvic organ prolapse. It was alleged that, "as a result of having the pelvic mesh products implanted" the plaintiff experienced "mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries" and other damages. It was also alleged, the plaintiff suffered "irreparable damage to the tissue" and "debilitating neuromas."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.